Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a retrograde flow of IV drug while using a one-link needle-free IV connector. The one-link was attached to the green port of a non-baxter primary set. This was identified while pushing IV drug via an unspecified syringe through the one-link attached to the non-baxter primary set.. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.